Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that an episode of auto mode switch revealed loss of atrial capture due to oversensing of t-waves. Programming changes were made. The patient was fine afterwards.